Manufacturer narrative:
This report is filed february 12, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.